Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that this was a restenosis case of another company's stent that was previously deployed. The 3.25 x 20 mm esprit was delivered to be inflated; however, it stuck at the lesion, and was not able to cross. It was removed outside once, and it was double-wired. The same esprit was re-delivered again and crossed the lesion. During the second inflation, at 6 atm, the balloon ruptured. It was a longitudinal rupture. There was no effect to the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. It was reported that the balloon ruptured during a second inflation to 6 atm, which is below the device rated burst pressure. It is possible that as the difficulties advancing occurred, the surface of the balloon was mechanically damaged such that upon inflation, the balloon ruptured. No adverse pt effects were observed as a result of the balloon rupture. A definite root cause for the balloon rupture could not be determined.